Manufacturer narrative:
Patient information not available for reporting. 510(k): report is for one (1) unknown insertion handle. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery to apply proximal femoral nail antirotation (pfna) for proximal femur was held on (B)(6) 2015. During the surgery, a pfna blade interfered with a pfna nail during the insertion. The surgeon attempted to place 3.2mm guide wire, and moved the insertion handle back and forth to insert the pfna blade into the pfna nail. The attempt was unsuccessful, and the tip of the blade was chipped by the attempt. The surgeon utilized a new pfna blade and pfna nail. The two devices again interfered and the surgeon needed to use a new, third pfna blade and pfna nail. The third attempt was successful and the surgeon was able to insert the blade into the nail. There was a surgical delay of 60 minutes reported. This report is for one (1) unknown insertion handle. This is report 5 of 7 for (B)(4).